Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's monitor would not power on. Zoll customer support provided the patient with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation c20 and c21 (high voltage capacitors) were broken free from the solder pad on the defibrillation board. The broken solder connection caused arcing on the board which resulted in the pads of d1102 to be lifted off the ca board. The arcing also shorted several components on the defibrillation board including d4, d5 and d11 and caused components u15, u16, u17, u18 to open. The broken solder joints of the high voltage capacitors were likely caused by the monitor impacting a hard surface. No adverse event resulted from the damaged solder joints. The patient received a replacement monitor.